Event description:
Pt's antibiotic was dispensed utilizing the b.braun add-ease system for reasons of stability of the 168 individual doses dispensed, 20 had to be replaced because the add-ease device "clogged" and solution could not be mixed.